Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had no slack and exhibited high thresholds. It was also reported that the right ventricular (rv) lead had no slack in lead and exhibited high thresholds. The ra lead was explanted and replaced. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.